Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the keypad cover is torn near the up and down arrow buttons and that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. It was noted that it was not possible to determine whether tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/22/2013 with the following findings: the keypad cover was found to be torn over the up and down arrow buttons. The keypad symbols were found to be worn as well. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts.